Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Ethicon gynecare gynemesh: (B)(6) 2009. Date of event not provided by the complainant.

Event description:
The patient was reportedly implanted with an ethicon gynecare gynemesh and a cook stratasis urethral sling on (B)(6) 2009, at (B)(6) hospital in (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; product catalog number unknown, product unspecified.

Event description:
The patient was reportedly implanted with an ethicon gynecare gynemesh and a cook stratasis urethral sling on (B)(6) 2009, at (B)(6) hospital, by dr. (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.